Event description:
On jan. 8, 2003 kinetikos medical was advised of an explant of a subtalar m.b.a. Peformed at the request of the pt. The device had performed as intended. It is clear from the initial report that the pt experienced some pain and also desired not to have a permanent implant, and as a result surgical intervention was prescribed and completed at the physician's recommendation.